Manufacturer narrative:
The reported event was the lead could not be implanted and a complete lead was return for analysis. Visual examination of the lead found the helix was retracted and covered with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. No other anomalies were observed.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be fixed in the ventricle. The physician made several attempts to implant the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition throughout.